Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons that are falling apart when in use-vagina [foreign body in reproductive tract]. Lining is coming off when pulled out- tampon [complication of device removal]. Lining is coming off [device breakage]. Case description: consumer reported via email that the tampon is falling apart while in use. No serious injury was reported.